Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "gas loss in iab" alarm. The customer verified that there was no defect on the iab catheter, however he observed that the sound of helium gas became louder than before. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no nonconformances in the DHR related to the reported event. A company service representative evaluated the iabp. He could not duplicate or confirm the reported problem. The system was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).